Event description:
The patient received an all titanium custom implant in (B)(6) 2013 which required revision in (B)(6) 2014 due to a tibial component fracture. A new tibial component was manufactured from cocr with tini coating and implanted in (B)(6) 2014. The company sales representative was recently notified that the patient had fractured her tibial component in the same location, and requires further revision. The revision procedure has not yet been schedule.

Manufacturer narrative:
Device evaluation & results: a fractured tibial component from a rotating hinge distal femoral replacement has been presented. There is evidence of fatigue fracture although it is unknown what has caused the fracture after an unusually short period of implantation. The surgeon has indicated that the patient has developed an abnormal gait which follows a corkscrew type motion which could apply significant bending load on the stem portion of the tibial component. The crack initiates at the posterior side of the stem and emanates to the anterior. This would be consistent with someone who is applying excessive loading and bending moments at heel strike. This may be further supported if axial distraction forces generated during the swing phase are high enough to overcome the tissue tension pulling the tibial component away from the poly-casing increasing stress concentration by reducing contact area, although, there is no evidence to support this was occurring. It should also be noted that it is unlikely the original poly-casing that was cemented into the tibia bone and in which the tibial component sits and rotates in, was replaced and that any damage to the casing or embedded material/particulate may have caused additional stresses, although, there is no evidence to support this. Fatigue testing has been carried out on this type of device previously with no failure occurring within 10 million cycles. As such, the only conclusion that can be made from this investigation is that the type of failure is fatigue fracture, although the cause cannot be determined. The exact root cause could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants (siw). Further information such as product return, pre & post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. The device analysis has concluded from this investigation is that the type of failure is fatigue fracture, although the cause cannot be determined. The observed implant fracture could be as a result of patient factors such as trauma, obesity, activity levels or skeletal physiology (gait) as is reported in this event, and /or surgical factors or preferences and not necessarily related to the device itself. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Corrected data : custom distal femur implant corrected to limb salvage system; operator of device corrected from health professional to patient.

Event description:
The patient received an all titanium custom implant in (B)(6) 2013 which required revision in (B)(6) 2014 due to a tibial component fracture. A new tibial component was manufactured from cocr with tini coating and implanted in (B)(6) 2014. The company sales representative was recently notified that the patient had fractured her tibial component in the same location, and required further revision. The revision procedure has not yet been scheduled. This is a supplemental report to 3004105610-2014-00038 (siw-14-956).

Manufacturer narrative:
The devic manufacturing record have been reviewed and no-nonconformities were identified. A design proposal for the proposed revision is in-process. The revision procedure has not yet been scheduled. However, after the revision is performed, the explanted device will be returned to the company for further evaluation. The investigation is ongoing; a supplement report will be provided. This custom device is similar to the mets modular distal femur implant (k121029).